Event description:
User reported the instrument produced erroneous patient results intermittently starting a few weeks ago. Exact number of patient samples affected was not provided. Only the following patient example was provided which occurred on (B) (6) 2009 and was discrepant for ck. This patient sample was collected in gold top tube and was poured into 13 x 75 polystyrene tube for analysis. The initial result was -0 u per l. This result was accompanied by a data flag notifying the user the result is below the technical limit of the test. The same was repeated giving 65 u per l. No erroneous results were reported. Patient not adversely affected. The field service representative was unable to determine a cause. He noted running samples to check all related parts function and replaced syringe seal. Additionally, he checked degasser and relative valves as well as fluidic system. A precision check, calibration and controls were run to verify analyzer performing within specification.